Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent loss of capture was observed on the ventricular lead via a remote transmission. Patient was symptomatic with anxiety. Programming changes were made. Later, patient was brought into clinic for threshold tests and device was capturing normally. No further alerts were received. Device remains implanted.